Event description:
It was reported that the batteries have failed testing multiple times. No adverse event reported.

Manufacturer narrative:
Reported complaint of "batteries have failed testing" was not verified. This battery, identified with serial # (B)(4), was manufactured in february 2012. It was test cycled 7 times as required. No adverse event reported.